Manufacturer narrative:
The device has not been received for evaluation. Upon completion of the investigation, a supplemental MDR will be filed. Section: potential adverse events (united states): ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury (including ventricular perforation)¿ section: warnings & cautions: warnings: section: pre-support evaluation. Section: axillary insertion of the impella 5.5 catheter. Section: direct aortic insertion. Section: use of impella with transcatheter aortic valves. "In patients with transcatheter aortic valves position the impella system carefully to avoid interaction with the transcatheter aortic valve prosthesis. Unintentional interaction of the impella motor housing with the tavr device may result in destruction of the impeller blades. This can lead to systemic embolization, serious injury, or death." . In this situation, avoid repositioning while the device is running; turn the device to p0 during repositioning or any movement that could bring the outlet windows into proximity to the valve stent structures. If there is low flow observed in a patient implanted with a transcatheter aortic valve prosthesis, consider damage of the impeller and replace the impella as soon as possible.¿

Event description:
The complainant reported a patient post cardiotomy cardiogenic shock/low cardiac output syndrome was implanted with an impella 5.5 for mechanical circulatory support. During delivery of the impella 5.5 pump resistance was met due to tortuosity at innominate to aorta. The pump was removed and wire exchanged for 0.025 platinum plus. A clot was noted in the graft, and additional angiomax given. Heparin ab was sent and the device was cleaned and reinserted. It was then observed that the purge pressure was high. Tissue plasminogen activator was run through the purge to manage the issue.

Manufacturer narrative:
The investigation for the thrombus and high purge pressure has been completed. Product was not returned for investigation. Data logs were reviewed, and it was noticed there was a gradual rise in purge pressure leading to "high purge pressure" and "purge system blocked" alarms. The rise in purge pressure was a gradual increase suggesting biomaterial as the cause of the rise. Surgical mode was enabled during this event and pump was not running. No motor current spike seen. Clinical also mentions that a clot was noted in the graft during the 1st insertion attempt. Tpa was added which likely resolved the high purge pressure. Therefore, the root cause of the high purge pressure issue was most likely biomaterial. G1-corrected reporting contact last , removed reporting contact middle name from initial report.